Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 375cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the physician via MRI examinations. As a result patient underwent bilateral removal and replacement with unknown devices on (B)(6) 2020.

Manufacturer narrative:
Device evaluation summary completed on june, 25th 2020: during visual evaluation of the device a tear was observed at the junction at the valve system. Additionally, an anomaly was found on the device consistent with a crease/fold on the posterior view. Microscopic examination was performed, and the cause of the tear could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).